Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that t-wave oversensing was observed when a patient presented in clinic during follow-up. The patient did not have any symptom and did not receive inappropriate therapy. Reprogramming the device to decrease ventricular sensitivity solved the issue. Induction test was recommended to the physician.